Manufacturer narrative:
UDI number: (B)(4). The driver was not returned so an evaluation was unable to be performed. Therefore, there are no results available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that the tip of a final screwdriver broke off during tightening within surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to be deformed in a manner consistent with the tip of the driver not being fully seated in the closure top. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that the tip of a final screwdriver broke off during tightening within surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Establishment name: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final screwdriver broke off during tightening within surgery. An alternative driver was used to complete the procedure without reported patient impacts.